Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the pressure of a neopuff (B)(6) resuscitator was stuck at 30 cmh2o and would not decrease. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff device was returned to fisher & paykel healthcare (fph) service center in (B)(4) for inspection. The returned device was visually inspected and performance tested as per neopuff technical manual by a trained fph service engineer. Our analysis is based on the results of the inspection conducted and photographs provided. Results: visual inspection revealed that the enclosure was cracked. The performance test revealed that the neopuff was within specification. The manometer and valve system of the returned device were performance tested to the specifications stated in the neopuff technical manual and the reported fault was not replicated. A lot check revealed no other complaints for lot date 050922. Conclusion: no fault was found with the returned neopuff manometer and valve system. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The subject neopuff was returned to the hospital after passing the performance tests.

Event description:
A hospital in (B)(6) reported that the pressure of a neopuff infant resuscitator was stuck at 30 cmh2o and would not decrease. No patient consequence was reported.